Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The interconnect cable was evaluated and replaced during the service call. The power cables were also reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.